Event description:
Pt initially reported that his pump was still full of medication when he came to the physician's office for refill. No report of any symptoms or other problems. F/u info from the health care provider indicated that the pt had a dye study performed which revealed catheter fibrosis. The pt's catheter revision was temporarily postponed as he had a severe toothache (abscess). The device is to be returned to the MFR for analysis after the revision has been performed.